Manufacturer narrative:
No pt was present. The returned product did not meet specifications. During a functional test tracking was normal throughout the volume, but the active frame returned high geometry error. Too few markers were identified to run the aak test. The psu was also intermittently cycling. The device malfunction was confirmed and directly related to the reported event. A replacement part was sent to the site and the issue was resolved.

Event description:
A medtronic rep reported that the treon system camera had a calibration issue which interfered with tracking the location of surgical instruments. The event did not occur during surgery, and there was no pt present.